Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that catheter is not retracting. I would like to report that had another issue with a 22g angiocath not retracting

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that catheter is not retracting. I would like to report that had another issue with a 22g angiocath not retracting.